Event description:
It as reported that during percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery. A 3.00 x 24 mm promus element stent was selected and advanced to treat the target lesion; however, the device was not able to cross the lesion. The device was removed and it was noted that distal edge of the stent appeared lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).